Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter facility name: (B)(6). Block h6: patient code 1815 is being used to capture the reportable issue of dysphagia. Patient code 3191 captures the reportable event of patient requiring a secondary procedure. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, two bands were successfully deployed onto the varices; however, after a couple of days the patient returned to the hospital and presented with dysphagia to fluids. During this secondary procedure, the physician removed the band from the varix using a snare, and the event was resolved. The patient has been fully recovered.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, two bands were successfully deployed onto the varices; however, after a couple of days the patient returned to the hospital and presented with dysphagia to fluids. During this secondary procedure, the physician removed the band from the varix using a snare, and the event was resolved. The patient has been fully recovered.